Event description:
It was reported that surgery was completed using e3d and egps. Surgeon began the case having difficulty with the instrumentation and skive. The surgeon attempted a flouro shot to confirm alignment, as suspected a shift had occurred. The c arm was broken, and the surgeon opted to continue the case. The flouro shots after placement confirmed what seemed a left to right, and superior shift of all screws. The surgeon removed all screws, converted to pre op and merged with e3d, with drb uncovered. Placed all 6 screws without issue.

Manufacturer narrative:
The device was unavailable for evaluation. No determinations could be made as to the cause of the reported issue.